Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4) (rep, hcp): information was received by a manufacturer representative (rep) from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient went through airport security and experienced pain in the pocket afterward. The patient turned stimulation off and the pain went away, then one week later the patient turned stimulation back on and the pain resumed. The issue was sudden in nature and it was unknown what security device may have caused the issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.